Manufacturer narrative:
Compromised force sensor system alarmed at four pounds during prime alarm test due to moisture damage in faulty force sensor system. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 39 mg/dl after eating dinner two nights ago. The customer stated that her blood glucose have been low lately. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.